Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that the patient was revised due to fracture on the femur.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding periprosthetic fracture involving a pca stem was reported. The event was not confirmed. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the exact cause of the event could not be determined because further information such pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
It was reported that the patient was revised due to fracture on the femur.